Event description:
Certainly! Here's a concise recap: a recent study titled "tampons as a source of exposure to metal(loid)s" revealed concerning findings regarding tampon safety. The study, conducted by researchers from columbia university mailman school of public health and other institutions, analyzed tampons from various brands(30 products over 24 brands) and found measurable concentrations of 16 different metal(loid)s. Alarmingly, all samples tested contained these metals, including toxicones like lead, cadmium, and arsenic. Lead was present in every sample. The study highlighted significant variability in metal levels based on factors such as the region of purchase, organic versus non-organic materials, and store-brand versus name brand tampons. These findings raise important questions about potential health risks associated with prolonged exposure to metals through tampon use, underscoring the need for further research and regulatory attention to ensure product safety to the millions of women who use tampons. Https://www.sciencedirect.com/science/article/pii/ s0160412024004355#s0005. However, lead exposure can cause neurological, cardiovascular, kidney, reproductive, gastrointestinal, bone and muscle, and behavioral effects. Arsenic exposure can cause skin lesions, cancer, cardiovascular disease, neurologic effects, and developmental impacts. Cadmium, another toxic metal found in the study on tampons, can lead to kidney damage, bone fractures, lung damage, reproductive issues, and cardiovascular effects.